Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coupler came off of the scope due to the coupler unit being shaved. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that water tightness was lost due to damage to the cable unit. It was also noted that the cable unit was swollen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos camera head had a worn out optics adapter with too much play, a cable kink in the connection to the camera head and a bend protection on the side of the flat connector which had come loose from its mounting. Upon inspection and testing of the returned device it was noted that the coupler came off the scope because the coupler unit was shaved. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.